Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. D10: pn 42502007002 ln 64985264 f emur cemented cruciate retaining (cr) narrow right size 11. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 2 years post implantation due to instability. Attempts to obtain additional information have been made; however, no more is available.